Event description:
Health professional reported that lymphoma was discovered in the right side capsule after the left side device was explanted.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2012. This event submitted initial (B)(4) 2011. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 year and 5 year cumulative first occurence kaplan-meier adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 years, 2.6% through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.